Event description:
International customer reported an air leak in the device at the y- connector. No further info was provided. No adverse pt consequences were reported.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet completed. Any further info derived from evaluation will be submitted in a supplemental 3500a form. A review of the batch mfg records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.